Event description:
Our 4 balloon pumps that are covered under a contract with getinge. They were due an pm in november, and we are required to complete high risk equipment pms with a 100% completion rate. Getinge was not able to provide safety disks for updates and did not have loaner equipment available. Since, this was initially reported, getinge did provide service to 2 of our pumps.